Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed and a successful upload was received. Shock impedance out of range were observed on the right ventricular channel. The patient was referred to their clinic to further discuss findings. This lead remains in service. No further adverse patient effects were reported.